Event description:
This is 3 of 3 devices for this event reported on complaint (B)(4). This report is on an unknown polyethylene inlay.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an unknown polyethylene inlay. The devices were reviewed by exponent: all retrieved components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surfaces of the endplates showed remnants of bone. The polyethylene inlay had evidence of impingement. Machining marks were observed on the perimeter of the poly inlay and worn machining marks were observed on the backside surface. The snap lock of the poly inlay appeared round when compared to a never implanted control. The articulating surface of the poly inlay insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Product development reviewed the exponent report: the rounded condition of the snap lock mechanism, along with worn machining marks on the backside surface lead to the conclusion that this polyethylene inlay had expulsed to some degree and was not just a planned removal as indicated in the complaint description. It is unclear what could have caused the expulsion of the inlay from the information provided. Device was received at (B)(4) and then sent to (B)(4) for evaluation. Placeholder.

Event description:
The sales consultant reports a planned removal from l5-s1 and fused segment with inferior and superior end plates on (B)(6) 2013. The surgeon fused all three levels and removed the implant. No reported issues during the removal process. This is 1 of 3 devices for this event reported on complaint (B)(4).